Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Expiration date: unknown as lot# is unknown. Catalog#: igtcfs-65-2-uni-celect-pt similar to device under 510(k) k121629. (B)(4). Summary of investigational findings: no lot provided and no product returned, why unable to determine exact reason for difficulties encountered "prior to patient contact", but reference is made to IFU, jugular approach, preparation: "straighten the system and then advance the protection sheath over the filter until a confirmed stop is felt (approximately 6cm). This ensures that the filter is completely inside the tip of the protection sheath." Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the feet of the filter could not be covered by the sheath. The filter was placed with no adverse effects. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence